Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code 3 was confirmed during product evaluation. This condition was caused by the channel 1 and 2 door assemblies being broken in their latch areas. The channel 1 and 2 door assemblies were replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with failure code 3, which is a downstream occlusion failure code. According to the facility, it is unknown when or in which care area this event occurred. This facility was not willing to be contacted for any further information. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, failure code 3 was confirmed to be caused by the channel 1 and 2 door assemblies being broken in their latch areas, indicating failure code 3 was a false occlusion alarm. No additional information is available.